Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the found multiple cut marks on bus wire. The field service engineer replaced the drawer bus wire to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a visible burning on the wire connecting to the drawers. There was no patient involvement and harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter phone and initial reporter addr 2, section g report source and manufacturing location the report of "visible burn marks" was confirmed during fse testing and subsequently validated in the dchu inspection process. According to work order 01886401, drawers 5 and 6 were not detected on the bus. The fse removed the back panel and found multiple cut marks on bus wire and replaced it. The fse rebooted device and all controller board lights properly lit. The fse used diagnostics application to test drawers 5 and 6 to ensure drawers were properly functioning. No other issues found with the device. The laboratory inspection confirmed that the "assy cbl pyxibus 6 drawer" had a cut with exposed copper strands and suffered thermal damage. No further laboratory tests were required for the "assy cbl pyxibus 6 drawer" due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a visible burning on the wire connecting to the drawers, which located on tj 12pav. As per part investigation, it was determined that the cut with exposed copper strands and suffered thermal damage. There were no adverse events or injuries reported based on this event.